Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented via a merlin.net transmission with an episode of non-sustained lead noise. Upon review of the egm, it was noted that the patient had a short run of pvcs that were undersensed on the discrimination channel. Device was reprogrammed.